Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1610c156e, serial/lot #:(B)(4), ubd: 27-may-2020, UDI#: (B)(4) ; product ID: etlw1610c156e, serial/lot #: (B)(4), ubd: 28-may-2020, UDI#: (B)(4). Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported by the patient, through technical services, that on an unknown date one month post the index procedure, the patient¿s physician told the patient there were leaks in the patient¿s aneurysm. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
It was reported that the physician did not recall an endoleak that would require secondary intervention. The physician stated that he may have referenced a potential type ii endoleak. If information is provided in the future, a supplemental report will be issued.